Event description:
On 2025-06-30 rtg0841207 (con) information was received from a consumer (con) regarding a patient receiving fentanyl/hydromorphone/bupivacaine via implantable pump. The indication use was non-malignant pain. It was reported that they received a replacement communicator from medtronic but stated for 'like over a month,' then stated 'about a month to a month and a half, then stated, 'but probably longer,' it has been taking longer and longer to connect to their pump to deliver a bolus. The patient stated that it used to take 5 minutes to connect, and now it takes 8-10 minutes. The patient mentioned that with their previous handset they were told by the doctor office that after refills, their handset would connect much faster with the pump, but they 'just' had their pump refilled and was surprised the connection with their current handset did not seem to get faster for them after the refill. They were told not to send the communicator back and confirmed that the new communicator is working well. The patient also stated that 'new this week, all of a sudden' they would see different lockouts, like they would see a 32-minute lockout, and when they would check again 30 minutes later, the lockout would show 58 minutes. When the agent attempted to clarify further, the patient stated that the lockouts were not the problem, it was the 5-8 minutes it takes to deliver a bolus that's an issue, but then stated 'occasionally,' then stated 'more recently,' the lockout duration will change if they did not have it on constantly and watch the numbers, which the agent understood as a possible lockout time not updating when the patient leaves ¿myptm¿ ap plication open, or the patient possibly attempting to request a bolus too early, but the agent unable to determine. The patient was already connected to pump and reported an expected 1 hour and 10-minute lockout. The lock duration in effect bolus duration 2 min lockout duration 1 hour 30 minutes bolus restriction window 2 boluses / 3 hours boluses per day 13. The agent reviewed lockouts, and the patient understood and agreed the lockouts were correct and expected for them. The agent assisted patient in clearing data. The agent reviewed considerations and patient agreed to monitor and will call back for assistance as needed.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.